Event description:
It was reported to philips that the system gave an error indicating there was insufficient image disk space, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned emergency/non-emergency treatment was completed as planned by deleting the exam for free space on disk. The philips remote service engineer (rse) analysed the system remotely and confirmed that the insufficient image disk space alert message displayed on the system. Analysis of system log file showed that there was a malfunction of ippc. Upon troubleshooting, rse found that there was a disk space problem. To resolve the issue, rse recreated image store and performed database and diagnostic system consistency test. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.